Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2012 during a colonoscopy. According to the complainant, after locking the clip onto the target tissue, it was not able to be released from the delivery catheter. Reportedly, the physician pulled the clip from this tissue. No patient complications were reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2012 during a colonoscopy. According to the complainant, after locking the clip onto the target tissue, it was not able to be released from the delivery catheter. Reportedly, the physician pulled the clip from this tissue. No patient complications were reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and returned with the device. The control wire was separated per design. Additionally, a kink was present in the control wire and the control wire was pulled from inside the coil. The complaint of clip failure to release from catheter was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4): clip failed to separate from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.